Manufacturer narrative:
(B)(4). Although requested, the hospital's director of risk management indicated that no patient medical records will be provided for this event. Plant investigation is in process. A supplemental report will be submitted upon completion of this activity. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A biomedical engineer requested an on-site evaluation for a 2008k hemodialysis (hd) machine after the occurrence of a patient adverse event. Follow-up information was provided by the director of risk management for the hospital who revealed that a patient ¿coded¿ approximately 2.5 hours into the hd treatment. In addition to the 2008k hd machine, the facility was using a fresenius optiflux 200nr dialyzer and naturalyte liquid acid concentrate. The patient was reportedly having trouble speaking, and then after noting that they did not feel well, began to vomit. Approximately 1 liter of normal saline was infused. No machine alarms were generated prior to the incident. The ultrafiltration (uf) fluid removal was noted as being 1916ml. The patient treatment was terminated, the patient was disconnected from the unit, and then brought to the emergency room (ER). The patient expired in the ER. The cause of death is not known. No product malfunctions observed, alleged, or identified during the hd treatment. The patient started hd therapy on (B)(6) 2016 and had 7 treatments as an outpatient. A fresenius regional equipment specialist (res) performed an on-site system evaluation on (B)(6) 2016. The res verified proper operation of the machine and performed the uf problem identification checklist procedure. All tests passed. The machine currently remains out of service. The dialyzer is available for evaluation by the manufacturer. A sample of the acid in use during the treatment is available for analysis and has been requested.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The system level review of this 2008t hemodialysis machine and the concomitant devices used during the hd treatment found no indication that a fresenius product caused or contributed to the patient event. Batch production record reviews were performed, for all associated devices, on all lots identified as having shipped to this account within 3 months of the occurrence date. No deviations or non-conformances were identified during the manufacturing process which could be associated with the reported event, and all lots met release criteria. Furthermore, with the exception of the dialyzer, none of the complaint devices were returned, and no companion samples were made available to the manufacturer for physical evaluation. No malfunction was confirmed during evaluation of the returned dialyzer device.